Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer reported that no delivery was normally received when reservoir was low. Customer would change reservoir. Customer's blood glucose was 300 mg/dl and reported that it was 425 mg/dl the prior night. Customer was able to resolve no delivery with a set change. Customer reported of having low and high blood glucose which began on (B)(6) 2016. Customer had blood glucose of 54 mg/dl, which was treated with manual injection. Customer did not go to the hospital or contacted healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer declined checking for leaks or air bubble; site or insulin issues; and settings. Customer also declined high pressure test. Insulin pump passed self-test.